Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without its over sheath and without the clip assembly. Microscopic examination was performed, and it was found that the catheter was unraveled at the distal end, and the bushing had hits. Additionally, the device had evidence of premature deployment. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. Investigation found that the device returned without the clip assembly and with evidence of premature deployment. It is important to mention that the presence of this component is very important to the investigation, this because the event reported is directly related to this piece, and to get a clarification of which could be the reason of the problem faced by the physician, this component must be inspected. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification. Excluding the possibility that the components dimensions interfered with the device performance. The analyzed condition of the yoke being attached to the control wire, was possible due to operational factors during the procedure such as trying to open the clip once it was already activated. It was also noted that the device returned without the over sheath, but, since there was not enough evidence to clarify the absence of this component. The condition of the catheter being unraveled at the distal could have been caused by operational factors such as the removal technique of the device from the scope or a possible outer sheath removal, but these are only hypothesis. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2023. During preparation, the clip was unable to deploy. The same issue occurred with the second resolution clip device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to the first of two resolution clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2023. During preparation, the clip was unable to deploy. The same issue occurred with the second resolution clip device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.